Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were kept by medical facility.

Event description:
A report was received that the patient had a spinal cord stimulator (scs) implanted for shingles. It was noted that the scs made the patients shingles worst. The patient underwent an explant procedure. No device malfunction was suspected.